Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion in the left anterior descending artery with moderate tortuosity, moderate calcification and lesion stenosis of 90%. No damage was noted to packaging and no issues were noted when removing the device from the hoop. When the protective sheath was removed the sheath tip was not held. The delivery system was used immediately after the protective sheath was removed. The device was inspected and negative prep was performed with no issues noted. The device was inserted into the patient's body at least two to three times. There were no abnormalities in relation to anatomy. Resistance was not encountered. The device did not pass through a previously-deployed stent. Upon removal it was reported that the stent was deformed. The patient status is alive with no injury.